Manufacturer narrative:
E1: phone ext. (B)(6). One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be cracked. Functional testing was able to verify the reported problem. The mainboard and dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had fluid ingress. There was unknown patient involvement. The device evaluation found a cracked downstream occlusion seal.